Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hepatic cyst, segment ii procedure. The jaws of the reload were not able to be closed once connected to the manual stapling handle. In order to resolve the issue and complete the case, used another manual stapling handle. There was no patient harm. The patient outcome is reported as alive, no injury.